Event description:
Procedure: cystectomy. According to the reporter: the device was fired and stapled but did not cut all the way which left an open vein. The left iliac vein was damaged and another attending surgeon scrubbed in to help repair. There was minor bleeding that the surgeon made worse by cutting uncut staples in order to repair the vein. Operative time was extended by more than thirty minutes. The pt is doing fine.

Manufacturer narrative:
(B)(4).